Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the embolization was caused by the valve being implanted too ventricular in a 45:55 aortic/ventricular position and the valve not being fully expanded. The patient did not have annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure in the aortic position, the 26mm sapien xt valve was successfully deployed in a 50:50 position. An aortography indicated no paravalvlular leak. On pod1 echo was performed which showed good results and the patient appeared to be recovering well. Pod2, however, the patient suddenly collapsed. An echo was performed and showed that the valve had embolized to the left ventricle. Due to this event, the patient passed away. It is perceived that the embolization was caused by the valve being implanted too ventricular in a 45:55 aortic/ventricular position and the valve not being fully expanded. The patient did not have annular calcification.

Manufacturer narrative:
Additional information provided indicated the physicians believed that at implant, the valve shape had ¿a little cone-shape¿ suggestive of not full expansion, but no-post-dilation decision was made.  The CT image indicated a calcification between lc and rc, which may cause the upper right frame of a bit concave shape.  Also, information provided by the hospital medical records indicated that 2 days post procedure the patient suddenly experienced sense of suffocation, profuse perspiration and chest distress. ECG indicated sinus rhythm, left bundle branch block (lbbb). The patient was intubated for immediate ventilation.  The patient¿s blood pressure decreased progressively, ventricular tachycardia and loss of consciousness occurred and the aortic pulse disappeared. CPR and vasopressors were administered. Bedside ultrasound suggested aortic valve displacement, and acute left heart failure was considered after consulting the doctors from the surgery department.  Symptomatic treatment in department of internal medicine was advised as the patient¿s disease conditions progressed fast and the patient was intolerable with the surgery. Bedside ultrasound showed cardiac ventricular arrest, while ECG monitoring suggested ventricular escape beats. Electromechanical dissociation was conducted. The patient did not recover despite all resuscitative measures performed and the patient was declared dead.  The official cause of death was listed as cardiogenic shock.